Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The actual date when the medical event occurred is unknown. The date listed is an approximation based upon details provided in the case. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc blood glucose meter would not turn on with button press or with test strip insertion. Customer further reported that on an unspecified date/time, approximately one month prior to calling adc customer service on (B)(6) 2017, customer could not test due to the issue with his adc meter and subsequently was hospitalized for eight days with a diagnosis of dka (diabetic ketoacidosis). No further information was provided by the customer because he wasn't feeling well and declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.